Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This lead has not been returned. Additional information was received indicating that the reason for explanting this product was due to noise oversensing. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This lead has not been returned.